Event description:
Patient reported to have many problems since implant of device system. Infection of pump pocket reported and was resolved without explant of device. Multiple episodes of "incision or pocket symptoms with csf accumulation at the pocket and lumbar sites". Last bout of symptoms involved a spinal headache, csf accumulation at the pocket site, fever of 100.4 f. And diagnosis of meningitis. Hcp states all symptoms were associated with implant. Treatment included explant of the device, tylenol, antibiotics and vancomycin IV per PICC line. The infection was resolved.